Event description:
Clinic reports a blood leak of about 20ccs with a 2nd use reuse line. Upon examination, shearing was noted at the leak site post pump segment. The patient noted symptoms of discomfort 2 hours post treatment and saw the medical director. Labs were drawn and hemolysis was confirmed. The patient was subsequently admitted to the hospital. The clinic indicates that no kinks were noted in the lines and that the equipment was performing according to protocol. They also indicate that conductivity and ph checks of the dialysate and residual disinfectant testing all were in specification. The line is available for evaluation. A user facility report was filed.